Event description:
It has been reported to philips nibp was not working in the tempus pro device. No patient was involved . Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.